Event description:
The patient's blood glucose rose to approximately 24-27 mmol/l (432-486 mg/dl) while wearing the pod for an unknown duration. It was reported that there was no alarms from the sensor or the omnipod controller. The patient was sleeping and the patient's partner noticed that the patient became unresponsive. The partner called a hospital for advice and an ambulance was sent. The pod was removed at home, and an insulin bolus was administered using an insulin pen. No further information is available on the treatment provided. Dexcom has been notified of the event. The pod was reported under (B)(4) (FDA MFR report no 3004464228-2025-64136). Additional information was received on 11 february 2026. The patient was admitted to hospital on (B)(6) 2025. Symptoms include nausea, stomach cramps, and drowsiness. The patient's ketone level measured at 1.6 mmol/l. The patient then returned to hospital on (B)(6) 2025 due to continued hyperglycemia; however, the patient was not admitted and was advised replacing a pod. The patient was treated at (B)(6) hospital.

Manufacturer narrative:
Additional information was received on the reported incident. B5 and h6 has been updated accordingly.

Manufacturer narrative:
Correction to product information in d4.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's blood glucose rose to approximately 24-27 mmol/l (432-486 mg/dl) while wearing the pod for an unknown duration. It was reported that there was no alarms from the sensor or the omnipod controller. The patient was sleeping and the patient's partner noticed that the patient became unresponsive. The partner called a hospital for advice and an ambulance was sent. The pod was removed at home, and an insulin bolus was administered using an insulin pen. No further information is available on the treatment provided. Dexcom has been informed of the event. The pod was reported under cn-(B)(4).